Event description:
Catheter was removed due to infection.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of revj0153 showed no other similar product complaint(s) from this lot number.